Event description:
New information received indicating that the lead was capped and replaced. The patient remained in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several episodes of far-field p-wave oversensing noted on the right ventricular (rv) lead. No intervention was performed to resolve the event and the patient was in stable condition.